Event description:
The midline ruptured so the nurse discontinued use. The nurse removed the line which came out intact and in one piece.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revf0472 showed no other similar product complaint(s) from this lot number.